Event description:
A malfunction alarm occurred with a pump, but no notable events happened before the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.